Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The device was installed on (B)(6) 2006 and operated successfully until (B)(6) 2010. A new pad-pak appears to have been input on (B)(6) 2010 whereby the device started to switch on automatically. This would deplete the pad-pak and fill the memory. The investigation concluded that the device had developed a fault with the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.